Event description:
It was reported that the patient was admitted for community-acquired pneumonia (cap) and was treated with antibiotic medication. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.